Event description:
This is a spontaneous consumer report from (B)(6) of patient reusing minicaps, doing pd exchange in public area and peritonitis in a (B)(6) male patient coincident with dianeal unknown therapy. On an unreported date, the patient began treatment with dianeal unknown (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient developed peritonitis. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with gentamycin (dose, frequency and route not reported). The outcome for the events of reusing minicaps, doing pd exchange in public area and peritonitis was not reported. Action taken with dianeal unknown was not reported. The consumer did not provide an assessment of causality for the events of reusing minicaps, doing pd exchange in public area and peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.